Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13e17016 and h13k06034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).a batch review will be performed for the potentially associated lot number(s) h13e17016 and h13k06034. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fever, abdominal pain, nausea, vomiting, and cloudy effluent. A day after the onset, the patient was hospitalized for the peritonitis. The patient was treated with ampicillin (250mg, four times a day) for the peritonitis. The cause of the peritonitis was unknown. Four days after the hospitalization, the patient was discharged. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 4 of 4.